Event description:
(B)(4). My on at the time in (B)(6) said it would be the best, permanent birth control. One year after having the implant I had a tubal pregnancy, two years after having the, implant I had a (B)(6) live birth. Pain during sex. Headaches that I never had before. Sharp stabbing pain, cramps, heavier periods. Movement that feels like baby movement. Blurred vision.